Event description:
The device was applied during a laparoscopically assisted vaginal hysterectomy procedure. The instrument would not open. The surgeon applied another device to complete the procedure. The hosp has reported that no pt injury occurred.